Event description:
The user facility reported that expired steris 20 sterilant concentrate was used to process devices in their system 1 processor that were later used in patient procedures.

Manufacturer narrative:
The hospital reported that the system 1 and steris 20 instructions for use were not followed, as they were aware prior to use that the sterilant was expired, however decided to use the product regardless. The facility inquired whether devices processed with the expired sterilant would be sterile and was informed by steris that devices cannot be guaranteed as sterile unless processed in accordance with steris's instructions for processing and use. Steris recommended they follow hospital procedures in regard to deciding whether patient notifications were indicated. Steris is not aware of any adverse clinical events associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Refresher in-service training for the hospital regarding proper use of system 1 and steris 20 was offered, however the hospital has not responded to steris's follow-up attempts and will not provide any information on the patients involved. Steris will file an amended report should additional information become available.